Event description:
Device 2 of 2: MFR reference report: 1627487-2019-03761.

Event description:
Device 2 of 2: MFR reference report: 1627487-2019-03761. It was reported that the patient had high impedances on the 2311 adapters. As a result, the adapters were explanted on (B)(6) 2019. The patient has effective therapy post operatively. Issue resolved.